Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited unstable thresholds, high impedance, and low impedance. The ipl was capped, remains implanted-out service, and a new lead was implanted. Subsequently, the ipl was explanted. No patient complications have been reported as a result of this event.